Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating r-wave measurements from 0.3 mv to 7 mv. It was noted that both the lead impedance as well as the thresholds have been stable. The r-wave was tested several times, both stationary as well as with movement, and it was noted that the r-wave varied each time. Inaccurate sensed amplitudes are suspected. The device and rv lead remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst noted that the r-wave amplitude dropped to 0.625 millivolts. The r-wave amplitude remained low and showed variability between 0.5 millivolts and 6.625 millivolts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).